Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event and device or component is expected to return for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. It was unknown if there was any patient involvement.